Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This lot was manufactured 11/28/2012 - 11/29/2012. The sample was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter leaked. The reporter stated that once the vialmate was ¿properly aligned and activated, it began to leak between the light blue and white parts of the adapter/¿plunger¿.¿ this malfunction occurred prior to use. There was no patient involvement. No additional information is available.